Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. No other visual anomalies were noted. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis confirming a fracture of the catheter tip.